Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
A literature review identified the article, blackburn j, saqib r, rooker j, baumann a, amirfeyz r. The effect of early active mobilization on union rate after ulnar shortening osteotomy. Journal of wrist surgery. 2019 feb;8(1):72-75. Doi: 10.1055/s-0038-1675383. Pmid: 30723606; pmcid: pmc6358440. In this retrospective study, the effect of early mobilization after an ulna shortening osteotomy was performed to see if union rate was affected. A review of 15 patients who underwent 16 ulna shortening osteotomies was performed between 2011 and 2015. The median age at the time of shortening was 47 years (range 11-63 years). There were eight females and seven males. Patients were treated with the acumed uso plate in 14 patients, and one (1) patient was treated with a synthes ulna osteotomy plate. Union rate and complications were assessed after early mobilization was started 12 days post operation. The median follow-up was 39 months (range 25-62 months). All patients achieved union at a median time of 14 weeks (range 6-40 weeks). Complications were reported in five (5) patients. Three (3) patients requested implant removal, one (1) patient had a superficial wound infection, and one (1) patient had temporary neurological impairments of the dorsal branch of the ulnar nerve. Three (3) patients had persistent pain, but the implant was not removed. All range of movement was retained from preoperative levels. With the limited data of this retrospective study, the authors did not find that early active mobilization had an affect on the union rate or the rate of complications compared with other studies.